Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy during a patient event. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy during a patient event. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. Stryker provided the customer with a repair quote for the physical damage of their device; however, the customer declined to have the device repaired. Stryker returned the device to the customer without performing any repairs. Root cause is unable to be determined. The customer confirmed that this issue appeared to be use error. During the event, the patient did not require defibrillation.